Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right ventricular (rv) and shock channels. The oversensing led to pacing inhibition that resulted in greater than two seconds of asystole for this pacemaker dependent patient. The oversensing also led to inappropriate therapy delivery. Boston scientific technical services (ts) reviewed the device data and confirmed that multiple noise patterns were present and indicated a potential lead issue. The physician elected to schedule a procedure to replace the rv lead. The device was reprogrammed to provide constant pacing and tachy therapy was turned off until the revision could take place. The rv lead is a competitor product. This device remains in service. No additional adverse patient effects were reported.